Manufacturer narrative:
User reported an event where the system showed results that are different from glucometer measurements. The case was escalated due to persistent discrepancies. Diagnostics revealed system instability, leading to a sensor replacement alert. The sensor replacement alert was first presented to the customer on (B)(6) 2025, day 128 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance, which confirmed the complaint.the system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 02 sept 2025. G3. Date received by the manufacturer? 02 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings which resulted in early sensor retirement. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value: a. (B)(6) 2025 9:13 a.m. Sg 4,5 mmol/l bg 8,0 mmol/l trend arrow horizontal sg value 30 minutes later she did not remember. B. (B)(6) 2025 10:15 a.m. Sg 7,5 mmol/l bg 9,0 mmol/l trend arrow horizontal sg value 30 minutes later she did not remember. C. (B)(6) 2025 5:04 p.m. Sg 7,2 mmol/l bg 10,5 mmol/l trend arrow horizontal sg value 30 minutes later she did not remember. D. (B)(6) 2025 8:37 a.m. Sg 6,5 mmol/l bg 8,4 mmol/l trend arrow falling slightly sg value 30 minutes later she did not remember. E. (B)(6) 2025 11:23 a.m. Sg 5,8 mmol/l bg 3,9 mmol/l trend arrow horizontal sg value 30 minutes later she did not remember. F. (B)(6) 2025 12:23 p.m. Sg 3,4 mmol/l bg 5,0 mmol/l trend arrow horizontal sg value 30 minutes later she did not remember. The issue resulted in early sensor retirement. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.